Manufacturer narrative:
(B)(4): the patient experienced peritonitis on an unreported date in 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. It was reported that the "peritonitis was resident" in the patient's peritoneal dialysis (pd) catheter, however, it was further described that the primary cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics, injection (dose and frequency was not reported) via capd (continuous ambulatory pd) bag, intraperitoneally, for seven days. Within 24 hours of antibiotic treatment, the peritonitis was resolved and the patient was recovered from the event. On an unreported date, a few months prior to the receipt of this report, the patient's pd catheter was replaced. At the time of this report, pd therapy was ongoing. No additional information is available.